Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient called the trial help line asking to have help with new programming. They said they felt pain when they went to the gym and were doing their routine, and felt a new program should help. They were an implant patient, and were given the number for the manufacturer help line and transferred. The patient asked about compatibility of exercise and massages. They reported the reason for the call was that they went to the gym and did a leg lift, and felt a jolt "about 2 months ago." They had been experiencing therapy issues ever since, and believed there was a direct correlation. The patient stated they increased therapy strength a month ago, but were still having issues. They reported they currently felt a "tightness" stimulation in the bicycle seat area. The help line reviewed increasing therapy strength or switching to a different program. The patient reported they would switch to a different program and increase to where comfortable stimulation was felt. They were redirected to their healthcare provider to check on ins placement.

Manufacturer narrative:
Date of event: date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was unknown. The patient said that they were doing a quadricep exercise with a heavy weight. To resolve the issue the patient was no longer doing leg exercises, and they are still trying new programs and levels.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.